Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) requested the user to re-register biometric identifier, but no response was received from the customer, so the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bio identifier scanner failed to recognize the fingerprint for one user at that station, which displayed an ¿oops¿ error during login attempts. Other users were able to successfully authenticate using fingerprint login at the same device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.